Event description:
It was reported that during a routine device replacement procedure, the physician noted there was suspected insulation damage of the left ventricular (lv) lead and the lead was nicked during the procedure. The pacing impedance had increased and undefined in bipolar pacing configuration was noted; reprogramming to unipolar exhibited stable and within range impedance values. The lv lead remains in use. No patient complications have been reported as a result of this event.